Manufacturer narrative:
Findings: report was confirmed by evaluation. The attachment tube was broken but all pieces were accounted for. This attachment had been in the field for approx 44 months without any record of factory service. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hosp usage level. In any case, the maintenance interval should not exceed 24 months. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff.

Event description:
Device was returned for un-specified repair. On evaluation, it was escalated to complaint due to detachment of tube. On follow-up, it was reported that the straight attachment broke during surgery. It was noted that the attachment's tube was broken at the base and that the components fell into the wound site. The parts were all immediately retrieved and the area was irrigated and anti-biotics were administered as a precaution. It was confirmed that there was no pt impact.